Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Customer¿s blood glucose (bg) level was low, however, a specific value was not provided. Carbohydrates were consumed to treat bg level. Reportedly the customer continued to use the pump for insulin therapy.